Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed time. The customer is starting to experience dizziness while talking due to not having the fast-acting insulin that was prescribed to her. Customer disconnect the call to get medical attention. Most likely underlying root cause: mlc-18- user has high glucose value note: manufacturer contacted customer on (date) in a follow-up call to ensure the customer's condition since the initial call; on (B)(6) 2018, customer was hospitalized and treated for hyperglycemia (598 mg/dl). She was given 30 units of insulin and now having to take insulin four times a day and the fast-acting insulin after each meal. Customer was discharged on (B)(6) 2018. Customer continue to use the product. No replacement needed at the time.

Event description:
Consumer reported complaint for symptoms and medical attention. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of stomachache, dizziness, blurry vision and sticky urine. The customer is starting to experience dizziness while talking due to not having the fast-acting insulin that was prescribed to her. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.